Event description:
Walmart used a bandage that is clear on the middle when giving my 2nd shingles vaccine and the pharmacist did not explain what he was doing or why. When he placed the bandage on my arm, I asked what is that, he answered it is a new bandage they are using and inserted the needle. My arm was swollen red and warm for 5 days after the shot looked up what this barrier bandage was. I do believe they should have explained before proceeding. I called the pharmacy a week later explained my concern about possibly having an allergic reaction to this bandage I was talked to in a condescending manner. She said it was more likely from the shot. I explained I did not have this reaction from the 1st shot she said it is my body building up an immunization, I am a nurse and I believe these barrier bandages are bad practice. I read the maude report and it is possible for people to get foreign material inside their skin from this product and it can even migrate to other parts of the body.